Event description:
It was reported that the patient suffered several inappropriate anti-tachycardia pacing (atp) bursts and tachy shocks, not isolated to a single episode, due to oversensing of ventricular noise. The patient was not doing physical efforts at the time of the episodes. High shock impedance was noticed. X-ray imaging revealed that the right ventricular (rv) lead had curvatures, and provocative maneuvers was able to reproduce the noise. This implantable cardioverter defibrillator (ICD) labeled the noise as ventricular fibrillation signals. Subsequently, the rv lead was abandoned, and the ICD explanted; both products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Corrected field: explant date (d6b) field was erased, and description of event (b5) updated. Further details received indicate the rv lead was surgically abandoned and not actually explanted.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient suffered several inappropriate anti-tachycardia pacing (atp) and tachy shocks, not isolated to a single episode, due to oversensing of ventricular noise. The patient was not doing physical efforts at the time of the episodes. High shock impedance was noticed. X-ray imaging revealed that this right ventricular (rv) lead had curvatures, and provocative maneuvers was able to reproduce the noise. The implantable cardioverter defibrillator (ICD) labeled the noise as ventricular fibrillation signals. Subsequently, both the rv lead and ICD were explanted and replaced. This rv lead is expected to be returned for analysis and no additional adverse patient effects were reported.